Manufacturer narrative:
(B)(4). Upon further review of this report, the home patient (hp) was not connected. Per the initial report, the hp started the initial drain in error and attempted to reprime the patient line. Gts assisted the hp to end therapy and advised the hp to start over using all new supplies. Patient error occurred before connection and patient never connected. No further investigation is needed.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the hp started the initial drain in error and attempting to reprime the patient line. The home patient (hp) was not connected. (B)(4) assisted the hp to end therapy and advised the hp to start over using all new supplies. There was patient involvement, but no injury or medical intervention was reported.